Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the hv lead was connected to device and placed in pocket, high, out of range, hv lead impedance measurements were observed. The other lead parameters were normal. Physician decided to keep the lead implanted and complete the procedure. There were no adverse consequences to the patient and the patient was discharged home. The patient will continue to be monitored.